Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. Furthermore, the following additional issues were identified during inspection: chipped light cover glasses, worn light cover glasses adhesive, worn optical cover glass adhesive, worn distal end cap, failed distal end adhesive, distorted switch condition, inoperative switch function button operation, up/down, left/ right angle fail not to specification, and up/down fail play evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope has contamination within the air, water, and j channels. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/dirt in the air, water, and sub-water channels appeared to be a simethicone type product but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and no addition facility device reprocessing information was reported or available, however, the issue was likely the result of user handling/mishandling. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.